Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was claimed that the device failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the device was checked and it was noticed that connector on the pressure transduce board was incorrectly seated. Additionally, during check up of the device it was found that o-ring of nozzle unit is deformed, which may contributed to the reported issue. The nozzle unit on gas module has been replaced and the connector on pressure transducer board was adjusted to resolved the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).